Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump wasn't fully rewinding during the prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no activity related to alleged issue observed in pump's histories. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The piston was able to rewind and advance fully. The alleged issue could not be duplicated.